Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that a right ventricular lead implantation was attempted, but not successful because of noise when testing. It was further reported that the test cables and programmer were changed to eliminate the noise, but it was not effective. The lead was removed and replaced. It was also reported that noise was detected on the second lead until it was "screwed in." The second lead remains in use. No patient complications were reported as a result of this event.